Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, a pericardial effusion was diagnosed via intracardiac echocardiography (ice) catheter after the patient's pressure dropped. A pericardiocentesis was performed by the physician. The patient was transferred to surgery. Additional information was received. Physician believed incident occurred due to instability and increased force. A pericardiocentesis was performed. They did end up taking the patient to CT surgery. The last they heard was that the patient was stable in the intensive care unit (ICU). The patient required extended hospitalization because of the adverse event. The patient required an ICU stay; however, unsure of the duration. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The visualization features were dashboard, vector and visitag. The parameters for stability used was tag size 3, time of 3. No additional filter used with the visitag. The color option used was the tag index.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31010021l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).